Manufacturer narrative:
Continuation of d10: 0295 lead implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device experienced oversensing of electromagnetic interference (emi), pacing was inhibited and inappropriate high voltage therapy was delivered due to the oversensing of emi.  Additionally, it was reported that the patient passed out.  It was noted that tachy detections are programmed off and the crt-d is programmed to asynchronous pacing.  The crt-d remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated electromagnetic interference. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated oversensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.